Manufacturer narrative:
This report is submitted on july 11, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon, the patient experienced an infection resulting in the decision to explant the device (date not reported). The patient was reimplanted with another device.